Event description:
It was reported that the bd vacutainer® k2e 5.4mg plus blood collection tubes had foreign matter in the tube before use. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos in support of this complaint catalog 367846, lot number 3257773. 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2e 5.4mg plus blood collection tubes had foreign matter in the tube before use. There was no report of patient impact.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.